Event description:
It was reported that the patient with this right atrial (ra) lead was evaluated due to presyncopal symptoms and a heart rate of 50 beats per minute (bpm). It was noted that the lead exhibited high out of range pace impedance measurements, loss of capture (loc). Isometrics maneuvers were performed which induced atrial lead noise. Additionally, multiple atrial tachy response (atr) episodes were stored due to oversensing of noise. A chest x ray was performed and a lead fracture was identified. Reprogramming was performed and the physician opted to not replace the lead at this time. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Event description:
It was reported that the patient with this right atrial (ra) lead was evaluated due to presyncopal symptoms and a heart rate of 50 beats per minute (bpm). It was noted that the lead exhibited high out of range pace impedance measurements, loss of capture (loc). Isometrics maneuvers were performed which induced atrial lead noise. Additionally, multiple atrial tachy response (atr) episodes were stored due to oversensing of noise. A chest x ray was performed and a lead fracture was identified. Reprogramming was performed and the physician opted to not replace the lead at this time. No adverse patient effects were reported. This lead remains in service.